Event description:
Healthcare professional reported "patient applied to clinic with complaints of shape disfiguration. Through imaging, "rupture and implant structure spreading was observed." The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: red particles on the shell, broken shell and others and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "patient applied to clinic with complaints of shape disfiguration. Through imaging, "rupture and implant structure spreading was observed." The device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported "patient applied to clinic with complaints of shape disfiguration. Through imaging, "rupture and implant structure spreading was observed." The device has been explanted. This relates to the left side.